Event description:
As reported: it was reported that ¿during the operation, the doctor opened the product and found the joint of air "bad" and catheter leak. The product could not be used. The product didn't implant into the patient. And there was no impact on the patient." Analysis found that there was an electrode wire through the cuff of the tube.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: device analysis determined that when the tube was removed from the package, the white tape was removed from around the electrode wires, and electrode wires were unwound which indicates handling. There was no significant damage to the packaging which would have resulted in the reported malfunction. When compared to the assembly drawing: there was an electrode wire through the cuff which would have resulted in the reported malfunction. The electrode wires around the blue band were bent. Excess manipulation of the tube may result in the observed malfunction. Results: stress problem.